Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The cannulated tri-drive was returned to exactech for analysis. Design-related issues: this design has been in the field since 2009. Exactech has received 38 similar complaint reports involving 54 devices since its introduction. Because this instrument is used in both primary and reverse total shoulder surgeries, the sales data for humeral stem components were used to calculate an approximate complaint occurrence rate of (B)(4). This is considered very low according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech has received 3 other complaints involving parts from this manufacturing lot containing 100 units, which has been in the field since 2011. The device history record was reviewed. All instruments were accepted with conformance to the device requirements. Therefore, this issue does not appear to be manufacturing-related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this tri-drive modular reamer driver, 750-2007-026-rmrinstruments rev h, was reviewed. The risk is not captured. This document will be updated to include this failure. Refer to dcrsp-18-340 for details. Corrective action is not required because the occurrence rate is very low, and the rmr will be updated to capture this risk. The disassembled driver reported in experience c2017-322 was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. Exactech IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any patient impact. An investigation was conducted that the most likely root cause of the device breakage reported in this event was the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. The agent/agency is no longer active with exactech. No additional information is available from the contacts related to this event. No additional attempts will be made for information regarding this event.

Event description:
It was reported that during an orthopedic shoulder surgery the modular cannulated tri-drive spring broke and the glenoid skid broke when the surgeon cut through the item and applied too much leverage. The sales representative was present at the surgery and reported no device fragments fell into the surgical site. The surgery continued and was completed without additional issues. There was no delay of surgery and there was no patient injury, adverse event, or clinical consequence to the patient. The agency/agent is no longer active with exactech. No additional information is available from the reporter related to this event.